Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump. It was reported that the patient was experiencing electrical shocks from the pump and the pump was explanted. The event date was unknown. The issue was considered to be resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_ ascenda_cath lot# serial# unknown implanted: explanted: product type catheter : the pump was returned, however, analysis results were not available as of the date of this report due to a legal hold. A follow-up report will be submitted if analysis is completed. Analysis of the catheter identified significant twisting that may have affected infusion, as well as damage to the transition tube: evaluation conclusion code (B)(4) , method code (B)(4) , and result code (B)(4) apply to the pump. Evaluation conclusion codes (B)(4), method code(B)(4), and results code (B)(4) apply to the catheter. Evaluation conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.